Manufacturer narrative:
The instrument has not been returned for evaluated. The customer reported complaint can not be confirmed nor denied. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci assisted transoral tumor resectioning procedure the insulation on the main tube of the 5mm monopolar cautery instrument began to splinter. It was reported by an isi clinical sales representative who was present during the procedure, that the instrument had been used more aggressively than usual as the physician experienced difficulties accessing the operative area. The splintered insulation was cut off by a nurse and the procedure was completed without any further issues. No material fell into the patient. No patient harm, adverse outcome or injury was reported.